Manufacturer narrative:
The insulin pump was received with no down button response due to corroded keypad trace. No button error alarm noted during our testing. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had electrostatic discharge. He rest the device for 24 hours and none of the buttons were responding. The customer's blood glucose was normal; no numerical value was given and didn't require any treatment. Customer is returning the device for analysis.